Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eight (8) used caresites valves with 1 blister was returned for evaluation. Visual examination of the 8 valves noted all 8 valves had 1 or more vertical cracks on the female threads of the valve. No other visual defects were noted. The 8 valves were leakage tested per specification with the failing results as leakage was noted at the crack location. The returned valves confirmed the reported defect of leakage. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during in process or final product inspection. Additionally, a review of the batch history records was also performed and no non-conformances or deviations were noted. Lastly, all retain samples were visually inspected and were found acceptable. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during chemotherapy the product leaked. No injury reported.